Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery. After intravascular ultra sound was performed, the 2.75x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion; however, the balloon ruptured at 12 atmospheres during the second inflation. Another 2.75x15mm trek rx bdc was used to complete pre-dilatation and then a xience xpedition stent was deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.